Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis (dka), with a blood glucose of 384 mg/dl. The customer stated that the alarm had given her a no delivery alarm prior to the event, and she changed the infusion set fifteen minutes later. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.